Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) 4 clearance button would go down but would not go up. It makes a beep when trying to use the clearance up button and would not move. The customer noted that the down button works fine and would run into a limit but cannot get out of the limit since the up button does not work. An isi technical support engineer (tse) reviewed the logs and found no related errors to the patient clearance not working. The tse recommended to hard power cycle the patient side cart (psc) after the procedure was completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the reported issue of patient clearance button would not move at the distal joint. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The usm was tested on an in-house system and failed normal mode. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, sine cycle, and brake tests but failed the insertion button test. After further investigation, fluid intrusion was found along the toggle switch assembly. The toggle switch assembly, insertion back and bottom covers will be replaced. As a fix, the axes controller spar (acs) will be replaced as a precaution. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the pulmonary lobectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: it was alleged that the usm 4 clearance button would go down but would not go up. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.